Manufacturer narrative:
An investigation has been initiated.

Event description:
The tip of the screwdriver broke at the end of the intervention. The kalix was set up and as it was at the end of the invervention, there was no prolongation of the surgery time.